Manufacturer narrative:
Additional information was received that the patients stimulation had changed and one of the leads was not working. High impedances were noted. Lead fracture was suspected by the physician and it occurred inside the extension. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35 cm. Model#: sc-4316, lot #: 14802052, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that two contacts were broken off from the proximal end and was not returned. The spacer between contacts 5 and 6 was bulged out, and one of the cables was broken at the location. However, the remaining lead was intact. The damage would likely be the source of the reported impedance anomaly. Sc-3138-35 (sn: (B)(4)) device evaluation indicated that the lead was cut, and the distal end was not returned. One of the cables was pulled out of the lead body. Visual and x-ray inspection verified all cables were intact. The damage was considered an explant procedure related. Sc-3138-35 (sn: (B)(4)) device evaluation indicated that the lead was cut, and the distal end was not returned. Visual and x-ray inspection verified all cables were intact. The damage was considered an explant procedure related. Sc-4316 (ln: 14802052) device evaluation indicated that both eyelets were just torn without missing silicone material. Sc-1110-02 (sn: (B)(4)) the device passed the functional test and revealed no anomalies sc-2218-50 (sn: (B)(4)) a review of the manufacturing documentation for the lead revealed that no anomalies or d (sn: (B)(4)) two contacts were broken off from the proximal end and was not returned. The spacer between contacts 5 and 6 was bulged out, and one of the cables was broken at the location. However, the remaining lead was intact. The damage would likely be the source of the reported impedance anomaly. Sc-3138-35 (sn: (B)(4)) the lead was cut, and the distal end was not returned. One of the cables was pulled out of the lead body. Visual and x-ray inspection verified all cables were intact. The damage was considered an explant procedure related. Sc-3138-35 (sn: (B)(4)) the lead was cut, and the distal end was not returned. Visual and x-ray inspection verified all cables were intact. The damage was considered an explant procedure related. Sc-4316 (ln: 14802052) both eyelets were just torn without missing silicone material. Sc-1110-02 (sn: (B)(4)) the device passed the functional test and revealed no anomalies sc-2218-50 (sn: (B)(4)) as the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.